Event description:
The user facility reported that the involved radifocus glidewire advantage was damaged. It was a right lower extremity venous case. There was no patient injury, medical/surgical intervention required. The patient was in stable condition and the procedure outcome was successful.